Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. The left ventricular lead (lv) exhibited loss of capture in all vectors. The patient was asymptomatic to the event. The physician elected to turn-off the left ventricular lead and the system was re-configured to provide dual chamber pacing support.